Event description:
Additional information was received from a healthcare provider via a distributor. It was clarified that the catheter serial number (B)(6) was associated with the initial dislodgement in which the catheter was partially explanted / revised on (B)(6) 2024. Regarding the report of the catheter tip might have lowered again on (B)(6) 2024 was clarified as serial number (B)(6). Refer also to MFR report 3004209178-2024-10117 regarding the subsequent event of catheter tip might have lowered again. The portion of explanted catheter with serial/lot number (B)(6) was discarded.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial # (B)(6), implanted: (B)(6) 2023, partially explanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial#: (B)(6), ubd: 2025-03-22, UDI#: (B)(4). The device code a26 was previously indicated in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon (60 mcg/day, unknown concentration) via implanted infusion pump indicated for spasticity after bacterial meningitis. It was reported that during implant the catheter tip was positioned at c5, 6. 1 month later, the patient was discharged from the hospital due to good condition. It was reported that it seemed that the catheter tip had lowered on 2024-mar-01, so the catheter on the intrathecal side was replaced and placed at c5, 6 in the same manner. The abdominal side of the connector was left alone for use, and only the intrathecal side was replaced. There was an effect of increasing the dosage and it was in the intrathecal space. The anchor was fixated to the fascia. It was further reported on 2024-apr-02 that the catheter tip might have lowered again. It was reported that the causal relationship to the drug was related. The causal relationship to the pump, programmer, and procedure were not related. The causal relationship with the catheter was related. It was further reported that the patient had symptoms of underdose. An x-ray image was taken and found dislodgement of tip of ascend catheter so he tried to replace the catheter and removed the spinal segment catheter from intrathecal space. Then he confirmed twisted and looped catheter. This hcp said that after catheter replacement, the patient had symptom of underdose again and tip of catheter seemed to be moving down now. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6tyje01. Implanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 01-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.